Event description:
N/a.

Manufacturer narrative:
Trackwise ID#: (B)(4). A lot history record review was completed for lots 3000413798, 3000414181, and 3000414494 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The lot number was not provided by the complainant; therefore, the complete UDI number cannot be provided.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text: device discarded.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 cautery device would no longer work. Trouble shooting was performed with a new cord, adapter, power supply. A new device was opened to finish the case. There was a minimal delay to troubleshoot. There was no patient harm.